Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would occasionally power on when in the off position and would also power off at times unexpectedly. There was no patient involvement.